Manufacturer narrative:
The customer reported that the bsm (bedside monitor) display is not coming completely online. The issue was found while preparing the unit to be used as a transport monitor. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) display is not coming completely online. The issue was found while preparing the unit to be used as a transport monitor.